Event description:
Siemens was notified on 4/29/2019 of a complaint event involving an injury to a patient. The technologist had a patient on the scanning table (phs - patient handling system) and went to get the remote control on the side of the gantry. In that time, the patient fell to the floor and broke her wrist. There were no patient straps in use at the time of the event. There are no product defects or failures inclusive of product labeling. There were no other injuries to any other person.